Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. No further information has been provided.